Event description:
Shortly after the start of a procedure with the tenex system, the surgeon reported feeling the handpiece overheat in their hand. Another handpiece was used to complete the procedure. There were no patient complications reported.